Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown issue occurred, and a low alert was not received when he experienced symptoms of hypoglycemia. The patient was at a store when he became confused and disoriented. The patient¿s family provided him with candy and a soda and he became oriented. The continuous glucose monitor (cgm) and blood glucose (bg) values at the time of the event were unknown and not provided. No other details were provided. Receiver logs were provided for evalution. A follow-up report will be submitted once the evaluation is complete. There was no documentation of medical intervention as the patient was treated with candy and a soda by family members.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A functional test was performed and passed. A review of the share log was performed and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Receiver logs were expected to be provided for evaluation. However, mobile app data was provided for evaluation and the allegation could not be confirmed. The probable cause could not be determined.